Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of drain/fill pain which warranted a prescription change. The definitive cause of the drain/fill pain cannot be firmly established. However, since the patient¿s drain criteria was increased from 75 to 85%, the patient states the pain is ¿gone.¿ based on the information available, the liberty select cycler can be disassociated as there is no objective evidence the liberty select cycler caused or contributed to the serious adverse event experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance. During the call the pdrn stated that patient has been experiencing a lot of pain during fills and drains. The pdrn reported that the patient was receiving a drain complication encountered and please check patient and drain lines message during drain. Upon follow up, the patient contact stated the patient had change in prescription and had recovered from the pain. The pdrn stated that the patient prescription dose strength decreased recently but could not provide the prescription details. The patient was able to complete treatment. A written response was received from the pdrn on (B)(6) 2019, which confirmed the event(s) began after the cycler was last replaced on (B)(6) 2018. However, on (B)(6) 2019 the patient reported drain pain and drain complications which were different than previously reported and the pdrn contacted technical support. The patient¿s drain criteria was set to 75% instead of 85%. The document states a prescription change was made, and the drain criteria was increased to 85%. Per the pdrn, the patient¿s pain has abated since the prescription change, and there have been further reported issues. The patient continues to undergo ccpd therapy.